Event description:
Customer reported meter results of 86 mg/dl, hi, which on the advantage sys indicates a result in excess of 600 mg/dl, and 197 mg/dl within 10 minutes on the advantage sys. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.